Manufacturer narrative:
The subject device was returned to an olympus repair center for evaluation and the customer¿s reported problem was confirmed. The device evaluation found the light guide had detached from the connector. It was also found that the internal lens was damaged and there was poor lighting due to broken light guide. Foreign matter adhesion was found on the internal lens as well as the serial number ring being detached. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided.

Event description:
The customer reported that the light guide on the scope was broken. The issue was found during an unspecified therapeutic procedure. The procedure was completed with no delay reported. There were no reports of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the event occurred due to user error, improper handling as well as application of excessive force. Olympus will continue to monitor field performance for this device.